Event description:
The 7 french dual lumen catheter was placed on 2/16/94. The catheter developed a leak down underneath the skin. In reviewing the location of the leak, it was felt to be inconsistent with a suture hole as no suture would have been placed near where the leak developed. This was the first of two reported incidents involving possibly defective broviac catheters.